Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and battery tube threads. Device received with missing o ring reservoir tube and minor scratches on lcd window.

Event description:
Customer reported via phone call that she experienced low blood glucose of 33 mg/dl. She was treated with juice and food. The customer also reported that the insulin pump has physical damage. Customer stated that it is broken around the battery compartment. She did not know how the damage occurred. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.